Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it is unknown if the uti has been resolved and noted that the steps taken were "pt was told to take azo. Pt stated they would call back if symptoms persisted. We never received call back."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they have not been satisfied with the therapy, when asked patient was unable to quantify their overall level of improvement as said that they can't remember what their symptoms were like prior to starting the trial. Patient said that has been going to their managing hcp office regularly for adjustments since received the implant. Patient said that a couple of weeks ago went to healthcare provider office and had reprogramming session with the local manufacturer representative and was given programs a, b, c and d. Patient said the first custom program wasn't helping so patient increased the setting little bit however said all of a sudden experienced a burning and stinging sensation like has an uti and said that this lasted for about 4-5 hours and patient said that they went through 23 pads last night. Patient said they were sitting when they first noticed the burning and stinging sensation. Patient said that they did get up frequently at night however didn't experience any burning or stinging sensation. Patient also said that this morning was sitting at the table eating breakfast and all of a sudden felt like needed to go and had the burning, stinging and itching sensation however didn't have to go. Patient called healthcare provider and was told to call manufacturer to see if the symptoms could be related to the ins. Reviewed option to decrease the setting, switch programs or turn stimulation off for a while to help determine if burning/stinging sensation subsides. Patient said that they did increase the setting slight on the current program again this morning. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to their managing physician is the burning/stinging episodes aren't resolved. Additional information was received from the patient on (B)(6) 2023. They reported that the cause of the burning and stinging sensation is unknown, but after they changed the program on (B)(6) 2023 it went away. The issue has been resolved. It was not determined if the patient had a uti, but the frequent urinating, burning, and stinging went away. It was unknown if the implanted device or therapy caused or contributed to the uti, but they think it caused it. The device is intended to treat urge incontinence and urgency frequency. The patient did not have utis prior to implant. The uti was not related to the patient's underlying condition. The uti has been resolved by changing the program on the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.